Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was freezing. The customer stated that during login, the station became stuck in a continuous loading loop. After attempting to reboot, the station remained stuck on the screen and was no longer responsive. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were freezing and could not be logged in. A technical support specialist (tss) found that er3¿s reported station appeared online in remote support service (rss) but showed remote agent unavailable. When dialing into the er2 station, rss indicated station was connected, but the bomgar session did not appear for about two minutes, and once screen sharing began, it displayed only a grey screen for several minutes with the station showing an uptime of 145 hours. Then the tss attempted a remote reboot through bomgar since the site reported users were unable to log in, meaning impact would be minimal, but the station disconnected and remained offline for over 30 minutes with no recovery, making it unclear whether the problem was network-related or an operating system level failure. Further the tss confirmed with the customer that the stations were operational. The system functioned as intended after the technical support specialist assessed the device.